Event description:
On the date of this report, the expected reservoir volume was 12 ml; the actual volume was 25.5 ml. The reason for the discrepancy was unknown. At the last refill, it was ¿dead on¿. In (B)(6), at the pump refill visit, the expected reservoir volume was 5.7 ml; the actual reservoir volume was 11.7 ml. No loss or decrease in pain relief had ever been reported by the patient. The pump refill interval was 87 days. They were planning to continue to monitor the refills. It was believed that no troubleshooting had been done or was planned. The patient status was reported as ¿alive-no injury¿; the patient was doing fine. The device system was delivering dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).